Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode of ventricular tachycardia (vt). The patient was externally shocked to convert the rhythm. Technical services (ts) was contacted and noted that the morphology of the vt was narrower than expected. This s-ICD remains in service. No additional adverse patient effects were reported.